Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was confirmed. Product does not meet medtronic specification. The investigation isolated the failure to the corroded flex cables. No root cause was not identified. The failure relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.